Event description:
It was reported that three hours into da vinci s total nephrectomy procedure and while the surgeon was using the monopolar curved scissors (mcs) instrument to move tissue, the tip of the instrument broke off and fell into the pt. The fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade to be broken. The blade fractured at the cross section of the cable crimp and the fracture plane is straight. The intact blade does not exhibit damage at the tip. Electrical continuity passed. No other damage was observed.